Manufacturer narrative:
Approximate age of device- 2 years, 10 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred while vad connected to power module and battery. The patient was admitted to the ICU. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple pump stoppages as well as speed drops below the threshold between (B)(6) 2018 while the vad was connected to the power module. X-ray images submitted for review were unremarkable. On (B)(6) 2018, an external distal driveline replacement was performed without issue. Post driveline replacement, there were no further pump stoppages and the patient was discharged on (B)(6) 2018,